Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they had a sample with the hemolysis ("h") interference flag for potassium and aspartate aminotransferase results. The potassium result was transmitted to an easylink informatics system without the hemolysis interference flag, so it was auto-verified by the easylink informatics system and was reported to the physician(s). The aspartate aminotransferase result was held by the system. The dimension vista instrument was set to alert the operator for "h interference" when the potassium result is above 4mmol/l. Review of the system data showed that the electrolyte results were available before the hemolysis (h), icterus (I), and lipemia/turbidity (l) (hil) analysis was complete and therefore no hemolysis flag was sent with the electrolyte results. After 4 minutes hil was run and an "h" interference flag was placed on the potassium result. The dimension vista instrument ran according to parameters set in its method configuration and sample quality assessment for hemolysis (h), icterus (I), lipemia/turbidity (l). The cause of the discordant, falsely elevated potassium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 500 instrument contacted a siemens customer care center (ccc) specialist. The operator stated that they were testing a patient sample for multiple methods when they obtained a discordant, falsely elevated potassium (k) result. The dimension vista instrument was set to alert the operator for hemolysis interference when the potassium result is above 4mmol/l. The discordant potassium result was transmitted through the easylink informatics system before the hemolysis flag was displayed. A new sample was obtained from the patient and was tested on an alternate dimension vista instrument, resulting lower. The corrected result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant potassium result.